Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted and as a result, was unable to monitor their blood glucose. The customer felt unsteady with ¿tired legs¿ and was unable to self-treated, requiring a lucozade drink from a family member for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.